Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii catheter kinked or bent during infusion the head nurse of the hospital reported to the distributor that when using an indwelling needle for a newborn, blood returned. The indwelling needle was inserted into the body on the first day, and was found to be bent on the second day. The specific bending part could not be confirmed. It was difficult to push the liquid when using the indwelling needle. There was a blockage. 40 needles were affected. The samples can be returned. The specific number of returned needles cannot be confirmed. Photos can be provided. A complaint reply letter and a complaint receipt letter are required.

Manufacturer narrative:
DHR/bhr review lot#4081463. This batch of products were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The customer has returned a defective sample, which shows that there is blood at the septum. The plant has launched CAPA to track and investigate the defect of leakage at the septum. Conclusion(s): no abnormality is found in the production process, and blood is found at the septum of the returned sample. To address the issue of leakage at the septum, the plant has launched CAPA to track and investigate.

Event description:
No additional information provided.